Event description:
It was reported to boston scientific corporation in 2006 that a contour ercp cannula was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed the same day (a female patient; weight is unknown). According to the complainant, during the procedure, when the device was being withdrawn from the scope for the second time, it was noticed that "the tip of the catheter was deformed and had an extra piece of plastic on it and the tip appeared to be falling off." The procedure was completed with second contour ercp cannula there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
According to the complainant, the suspect device is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. A review of the device history record for the pertinent lot was performed; no anomalies were noted. Other: product unavailable for analysis.